Manufacturer narrative:
Date sent: 09/19/2007. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. During functional testing no error code 5 was noted. It should be noted that an error 5 is an instrument error as opposed to a hand piece error. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open total abdominal hysterectomy, kept receiving error 5 instrument errors. Completed the case using electrocautery. The handpiece was tested after the case and received an error 5 instrument error with the test tip. No patient consequence.